Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-05008 / 2016-01543).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. During the evaluation, wear, scratches and divets were noted on the device. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent shoulder arthroplasty on an unknown date, during which competitor products were implanted. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During impaction, the impactor would not disengage from the implant. The implant was removed with the impactor. A second baseplate was used, and the impactor again failed to disengage. A different instrument was used to complete impaction. It was also noted that the inserter became stiff and was difficult to use. No further information has been provided.